Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of an umbilical hernia which caused drain complications and required surgical repair. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused or contributed to the serious adverse events. The liberty select cycler cannot be excluded from having a possible role in the creation and/or exacerbation of the patient¿s inguinal hernia, as it is unknown when the umbilical hernia formed. Hernias are a well-known potential complication of pd due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Furthermore, the surgical introduction of the pd catheter also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient's point of contact (poc) reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery (characterized by drain complications) and the patient¿s hernia formed since the patient began pd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient underwent the surgical repair of an umbilical hernia earlier this month (exact date not provided). The pdrn reported the umbilical hernia formed since the patient began pd therapy but cannot point to any specific incident. The umbilical hernia was causing drain complications, and the patient was scheduled for a hernia repair after seeing a surgeon. The patient successfully underwent an outpatient umbilical hernia repair, and during recovery the patient was transitioned to outpatient hemodialysis (hd) for approximately 30 days allowing the abdomen to heal. The patient will likely resume ccpd therapy in june. The patient is tolerating hd without issue and is recovering from the events.

Event description:
A patient's point of contact (poc) reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery (characterized by drain complications) and the patient¿s hernia formed since the patient began pd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient underwent the surgical repair of an umbilical hernia earlier this month (exact date not provided). The pdrn reported the umbilical hernia formed since the patient began pd therapy but cannot point to any specific incident. The umbilical hernia was causing drain complications, and the patient was scheduled for a hernia repair after seeing a surgeon. The patient successfully underwent an outpatient umbilical hernia repair, and during recovery the patient was transitioned to outpatient hemodialysis (hd) for approximately 30 days allowing the abdomen to heal. The patient will likely resume ccpd therapy in june. The patient is tolerating hd without issue and is recovering from the events.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The teach pump test passed. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient's point of contact (poc) reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery (characterized by drain complications) and the patient¿s hernia formed since the patient began pd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient underwent the surgical repair of an umbilical hernia earlier this month (exact date not provided). The pdrn reported the umbilical hernia formed since the patient began pd therapy but cannot point to any specific incident. The umbilical hernia was causing drain complications, and the patient was scheduled for a hernia repair after seeing a surgeon. The patient successfully underwent an outpatient umbilical hernia repair, and during recovery the patient was transitioned to outpatient hemodialysis (hd) for approximately 30 days allowing the abdomen to heal. The patient will likely resume ccpd therapy in june. The patient is tolerating hd without issue and is recovering from the events.